Event description:
It was reported that the tip of the guide wire was stripped. The target lesion was located in the left posterior tibial artery. A 300cm straight tip v-14 controlwire guide wire was advanced through the lesion. After transposition of the lesion, it was noted that upon removal of the device, the material that covers the tip seemed to be shredded or stripped. No fragments or part remain inside the patient. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).